Event description:
Follow up identified the patient had her scs ipg replaced with a different model.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient will undergo surgical intervention to replace the ipg, which is reportedly tilted on its side.

Event description:
Additional follow up identified the patient's new ipg pocket was relocated. Additionally, the pain at the ipg site has resolved.